Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the popliteal artery. The 3.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion with no resistance noted. An attempt was made to inflate the balloon, however it would not hold pressure. The device was removed and re-prepped and then advanced to the lesion. The balloon would still not hold pressure. Another bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. A rupture was not confirmed; however, a leak was noted at the distal end of strain relief tubing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Abbott vascular (av) conducted root cause analysis and determined the leak may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.